Event description:
It was reported to the MFR, by facility: per facility, when the cna went to lower the bed, the pin came out causing the head end to drop instantly to the ground with resident. Resident was checked over and x-rays were negative; no injuries. F/u investigation confirmed that no injuries were sustained and that the pin did not come out as purported. Review of photos depicts the actuator being bent which indicates weight overload and possible gear stripping. What may have caused the glide on this bed to fail is unk without further investigation. Complaints #(B)(4) and ra (B)(4) has been entered into the system to retrieve the bed for eval. The device has not been returned to the MFR for eval and confirmation as of this writing.